Event description:
It is reported that the pt was revised for swelling two weeks after primary surgery. There were many fine scratches on the removed surface.

Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. Eval summary: the product was returned for eval. Observation of the device shows scratching and pitting on the proximal articulating condyles. There also appears to be some slight scratching on the proximal tip of the post. The backside of the poly shows very minimal wear. Sem analysis showed pitting, scratches, and third body particles present on the device. Eds analysis of the third body particles indicated bone cement and other extraneous particles. The presence of bone cement on the proximal surface of the device may have attributed to the pitting seen on that surface. If the residual bone cement is not completely removed from the joint after implantation, then accelerated wear of the articular surface may occur. It is unk whether the scratching and pitting on the articular surface could lead to swelling. However, swelling can be influenced by many other factors during and after a total knee arthroplasty. These factors include, but are not limited to, pt weight, pt activity, bone quality, implant sized, surgical technique, and rehabilitation program. W/o add'l info, a definitive cause for the swelling cannot be determined at this time. Eval: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No mfg abnormalities could be detected by either method.